Manufacturer narrative:
(B)(4). The mfg documentation for this device could not be reviewed because no serial number or lot number was reported. An investigation of the device could not be performed because the device was not returned. The device remains in the pt and will be investigated if/when the product is removed and returned. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The device had been placed in the pt approximately one year prior to the retrieval procedure. The customer reported that the removal was too difficult and the procedure was aborted. It was speculated that the cranial tail was embedded in clot or tissue anchoring the device in place. The device was left in the pt.